Event description:
A malfunction was reported with a code displayed as malf 12, but there were no notable events prior to this issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer technical support provided information to reset the pump, and the customer successfully resolved the issue by resetting it. The malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue happens again.